Event description:
Related manufacturer reference number 3006705815-2023-04846 and 1627487-2023-03499. It was reported one of the patient's lead had migrated and the other lead had high impedances. The migration was confirmed via x-rays and during surgery it was noted the anchor had broken resulting in the lead migrating. As such, surgical intervention occurred where the leads and anchors were explanted and replaced to address the issues. The investigation did not determine which lead had migrated and which had high impedances.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported one of the patient's lead had migrated. The issue was confirmed via x-rays. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000048455.